Event description:
It was reported that the device will continuously power cycle itself. The unit will not power on. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and confirmed the reported condition. It was observed that the dc output was unstable; however, the root cause was not determined.